Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips field service engineer (fse) evaluated the device and confirmed that the blue alarms were sounding in the monitors. The customer was provided information on how to manage the alarm tone via the configuration and alarm settings. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the device does not beep the blue alarms, both inside the box and in the central station. The device was in use on patient at time of event, there was no adverse event reported.